Manufacturer narrative:
The pump had a no button error alarm and no button response due to a corroded keypad trace. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, and a cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer took the battery out and put in a new battery. Customer stated that the button error was still on the screen. Customer stated that the pump was not responding to any key pushes. Customer was not operating the pump when she received a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.